Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the following readings within ten minutes: 144 mg/dl 2:59 am, 137 mg/dl 2:58 am, 441 mg/dl 2:58 am, no adverse event reported. Meter and strips replaced and requested for return.